Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The literature for this device addresses the possibility of both heterotopic ossification and a revision surgery.

Event description:
It was reported that there was a revision surgery due to heterotopic ossification and a device malfunction. There was no further surgical or patient information provided and no additional patient impacts reported.